Event description:
Discordant advia centaur xp ca 19-9 results were obtained for a patient sample. The initial result was elevated and upon dilution was much lower. Heterophile interference was suspected and heterophilic blocking tubes were sent to the customer. Repeat testing was performed neat and diluted after heterophilic blocking. The results were similar (elevated for neat and lower when diluted). It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant ca 19-9 results.

Manufacturer narrative:
The cause for the discordant advia centaur xp ca19-9 results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. Warning: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease." Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."